Event description:
Customer's daughter reports customer was hospitalized due to blood poisoning from not changing the lancets in his lancet device. Reports customer used same lancer over and over, not sure it was ever changed. Manufacturer's labeling states, "for least painful testing and to avoid infection, use a new lancet each time you perform a fingerstick." A request was made for the return of the product, replacement was sent.